Event description:
The company was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the company as followed. Pt called his home health care provider to inform them that his unit had vented when he tried to remove the flask. As a result, he received a minor burn to his finger. The provider exchanged the device and will be sending the unit back to the MFR for testing.